Manufacturer narrative:
Concomitant medical products: g7 pps ltd acet shell 54f catalog#: 010000664 lot#: 6058011, g7 hi-wall arcomxl lnr 36mm f catalog#: 010000819 lot#: 3787089, tprlc 133 fp type1 pps so 8.0 catalog#: 51-100080 lot#: 3950505, 36mm cocr mod hd -3mm catalog#: 11-363661 lot#: 382230. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the liner would not maintain a secure fit within the acetabular shell. The liner would easily disengage with light pressure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not fit inside the cup. The liner would easily disengage with light pressure. Attempts have been made and additional information on the reported event is unavailable at this time.